Event description:
It was reported that the cadiere forceps instrument did not work. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance testing and found the instrument to move intuitively with a full range of motion in all directions with the grips opening and closing properly. Engineering also found the distal end of the main tube to have a sections, 180 degrees apart, with material removed on one side of the tube. The damaged areas are 2" and 2.5" long, parallel to tube axis and have a rough surface finish. Based on the location and appearance, the damage may have been caused by a cannula accessory. Additional investigation is underway regarding the cannula accessories. No other damage was found. A follow-up MDR will be submitted fi additional information is received.